Event description:
Related manufacturer reference number: 3006705815-2023-05501. Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced which resolved the issue and restored effective therapy. The leads were not revised and there are no plans to revise the leads.

Manufacturer narrative:
Surgical intervention is no longer planned. As such, manufacturing reference number 3006705815-2023-01131 should not have been reported as a medical device report (MDR) as it is no longer reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-01114. It was reported that system was unable to be set to MRI mode. Programmer displayed error message "MRI is not advised". Troubleshooting was attempted to no avail. Lead diagnostics showed that contacts 1 and 9 had high impedance issues. Patient has had 5 falls since november. X-rays showed leads at appropriate vertebral level. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated.